Event description:
It was reported that when the patient was seen in the physician's office a high impedance message was observed. It was also stated that the generator had migrated to under the patient's arm which was causing discomfort. The migration and discomfort have been reported in mfg report # 1644487-2017-03742. The patient was recommended for surgery due to the high impedance. High impedance was again observed during pre operation diagnostics. Once in the operating room, the pin was re-inserted in the generator and low impedance was observed during a diagnostic test. It was also noted that abrasions were observed in the insulation of the lead. The lead and generator were replaced during the surgery. Both the lead and generator were discarded of after the surgery. No additional relevant information has been received to date.